Event description:
On (B)(6) 2018, a 33mm epic valve (serial number unknown) was implanted. Two days post-implant, the patient presented with mitral insufficiency. On (B)(6) 2018, the device was removed and replaced with another 31mm epic valve (serial number unknown). The patient is reported to be recovering. Additional information is requested.

Manufacturer narrative:
An event of mitral insufficiency was reported. The returned 33mm epic valve met abbott specifications with no functional anomalies noted. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 33mm epic valve (serial number: (B)(4) was implanted. Two days post-implant, the patient presented with mitral insufficiency. On (B)(6) 2018, the device was removed and replaced with another 31mm epic valve (serial number unknown). The patient is reported to be recovering. The user commented that the mitral insufficiency could have been caused by sutures looping over the valve cusps.